Event description:
Acess was in the left upper arm fistula. While dilating the left arm venous fistula the balloon ruptured circumferentially. The balloon burst before it reached nominal. It remained on the wire and they were able to snare it out. Nothing left in the body.

Manufacturer narrative:
This [supplemental] MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the evercross balloon catheter was returned in two pieces: the catheter with a section of radial and longitudinal torn balloon; and a distal tip portion with balloon material accordion folded. Both pieces exhibited contact with a sanguine environment. The distal tip portion was approximate 17mm with the fracture of center lumen proximal to the distal balloon marker. Balloon section of the center catheter exhibited about 2mm of stretching just distal to the proximal balloon marker. Based on the measurements of the recovered balloon catheter all of the balloon catheter lumen was recovered.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.